Event description:
The customer reported that the system overheated and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.